Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tenaculum forceps instrument was found to have a broken wire while cutting the tissue. There was no report of fragment(s) falling inside the patient. The procedure was continuing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the tenaculum forceps had a broken wire". Failure analysis found the primary failure of pitch cable broken to be related to the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot# k10220530 0234) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the procedure log showed the site performed this malignant hysterectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.